Manufacturer narrative:
Continuation of d10: product ID 24952c lot# btl577910e serial # (B)(6) implanted: n/a explanted: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were connectivity issues involving the carelink monitor assigned to a patient with an implantable cardiac monitor (icm). The monitor displayed error code 7332, indicating an unsuccessful or timed out connection to the remote monitoring network. The monitor may not have been constantly powered or potentially had connectivity issues, which may have contributed to the observed error. It was also reported that the monitor experienced issues checking in for firmware updates when assigned, possibly due to not being constantly powered or connectivity problems. Only one transmission was received from the implanted device after enrollment, corresponding to the diagnostic mobile programmer application session at implant. The monitor was disassociated and reassigned multiple times before being replaced. The icm remains in the patient. No patient complications have been reported as a result of this event.